Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 377775, lot# v012067, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: lead. Product ID: 377860, lot# v008250, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of rsd/causalgia-complex regional pain syndrome. It was reported that the patient had a broken lead, pain symptoms, and recharging was too hot in 2008 or 2009. The patient also reported that their ins was replaced in 2009 as they were getting a red spot over the ins when they charged. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID (B)(4) lot# v012067 serial# implanted: (B)(6) 2006 explanted: (B)(6) 2011 product type lead product ID (B)(4) lot# v008250 serial# implanted: (B)(6) 2006 explanted: (B)(6) 2011 product type lead if information is provided in the future, a supplemental report will be issued.